Manufacturer narrative:
Super poligrip is mfg in (B)(4). The lot number for this product is available; however, it is unk if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of zinc high in a (B)(6), female, pt, who used super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip original. At an unk time after using super poligrip original, the pt experienced zinc high, copper low, neurological disorder, peripheral neuropathy and back disorder. Treatment with super poligrip original was discontinued. At the time of reporting, the events were unresolved. The consumer reported that her zinc level was 1800. Follow-up was received on (B)(6) 2010. The pt is alleging neurological injuries due to ingestion of poligrip. The pt is listed in a tolling agreement as a potential plaintiff. Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2001, assessment included low back pain syndrome, lumbar radiculopathy versus spinal stenosis, and claudication of bilateral calves versus myofascial pain. On (B)(6) 2002, the pt complained of persistent low back and bilateral hip pain with occasional radiation into the upper thighs and left leg. Assessment included claudication of the legs/peripheral vascular disease and muscular low back pain versus and abdominal cause. On (B)(6) 2006, the pt was diagnosed with a medial meniscal tear of the left knee. On (B)(6) 2008, the pt had stopped all her pain meds and was having a lot of fatigue and sleepiness. The pt had seen a physical therapist. The pt was referred to a rheumatologist for polyarthropathy. On (B)(6) 2009, the pt complained of some restless leg syndrome symptoms in her left arm and left leg when she goes to bed. The pt had an injection in her back that "helped." The pt was concerned about poligrip and zinc poisoning. On (B)(6) 2009, the pt complained of back issues. She had not worked since (B)(6) (year unspecified). The pt started back to work and was now having pain in the left foot. She was treated with a steroid pack and pain pills. Following up info was received on (B)(6) 2011 via medical records. This case was upgraded to medically serious. On (B)(6) 2006, the pt had a left knee arthroscopy. On (B)(6) 2009, the pt's urine copper level was less than 10 (normal 15 to 50 mcg/24 hours) and urine zinc levels was 1850 (normal 150 to 1250 mcg/24 hours). The pt was notified to hold denture cream and vitamins. On (B)(6) 2009, the pt talked with her physician about the concentrations of zinc in poligrip denture cream and that elevated zinc can cause polyneuropathy. An electromyogram (emg) of the bilateral lower extremities showed polyneuropathy possibly secondary to diabetes mellitus, as well as suggestion that her abdomen may in part impinge traversing nerve roots. The physician did not know whether poligrip could contribute to polyneuropathy, but he did talk to the pt about ongoing smoking of two packs per day cigarettes and how that could certainly contribute to her overall deconditioning and fatigue ability. On (B)(6) 2009, the pt was interested in getting the neurotomy procedure performed. She had a median branch block on the left and right in (B)(6) respectively, with some relief. This physician stated that a previous electromyogram nerve conduction study did not show evidence of a peripheral neuropathy on evaluation. The pt reported pain that went down both of her legs and burning into the calf. Impression included lumbar spondylosis and claudication. On (B)(6) 2010, the pt was status-post radiofrequency ablation on both knees and an epidural injection on the right l4/l5. She said that those have helped, but she continued to have pain. On (B)(6) 2010, impression included lumbar spondylosis, degenerative disc disease, and facet syndrome. On (B)(6) 2010, the pt reported that she finished all of her therapy sessions and it did not help her, but she was still more mobile. The pt noted that when she walked for a certain period of time, she started to have pain. The pt had a moderate stenosis at l4/l5. The pt had laser treatment. Afterwards, the physician pressed on the areas that caused her knee to buckle previously and it then caused very minimal pain.